Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins 'had not worked in years.' It was unclear which company manufactured the patient's ins. No patient complications were reported.